Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the reporter. The endophthalmitis was resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product and sterilisation history records review indicated the product met release criteria. We are unable to confirm the reported complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A doctor of ophthalmology reported a case of endophthalmitis after cataract surgery with intraocular lens (iol) implantation. The iol was explanted by a different surgeon. Additional information has been requested but not received. This is one of two reports being sent for this facility. This report is for the second patient.